Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the doctors and diagnosed with an infection. The patient was treated with antibiotics (clindamycin hcl 300 mg to use 3x/day for 10 days) and heating pad.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.